Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit shows error code#53. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found it's front end board needed replacement. Fse replaced the front end board (0670-00-0668). Then calibrated to transducers & found its comes on working within safety range. All safety features are passed successfully & observed to machine along with system trainer with iabp catheter, checked & found its working ok. Machine handed over to the department in good working condition.

Event description:
N/a.